Event description:
The reporter indicated that a 12.6 vicm5 12.6 implantable collamer lens of -7.50 diopter was implanted into the patient left eye (os). On (B)(6) 2021 the lens was implanted; removed and replaced intra-op within the same surgery for a longer length lens due to low vault. The problem was resolved. Cause was reported as unknown.

Manufacturer narrative:
Pt info: unk. This product is not marketed in the us. (B)(4).